Manufacturer narrative:
The complaint sample is returned and further investigation is pending.

Event description:
During the sample analysis for complaint: (B)(4) - veyvondi - incomplete diluent transfer, particles were observed on the diluent spike, therefore, this complaint was initiated. Initial complaint: (B)(4) - veyvondi - incomplete diluent transfer): on (B)(6) 2025, the complainant contacted for (B)(4) replied to takeda loc quality italy giving the following information: the batch unit: m6b007aj that can be retrieved is one (1). However, I managed to find an additional batch number relating to another previous episode of which, however, we do not have the vials. The lot in question is m6b007aj with an expiration date. 06/2027. In addition, just this morning a new episode happened (of which we have the sample, a vial) with batch: m6a004al with an expiration date of 05/2026. Present complaint record is opened for the above reported batch m6a004al with same issue registered of the complaint: (B)(4). Should the sample be necessary, an additional collection will be scheduled.

Manufacturer narrative:
The complaint sample is returned and further investigation is pending. The reported defect could be verified as particles were observed on the diluent spike and classified as intrinsic and consistent with stopper material. Coring of the stopper can occur when the transfer spike or needle is twisted during insertion into the rubber stopper. All contributing complaints of stopper coring were detected in takeda control during evaluation of returned samples associated with diluent transfer complaints. In each case, evidence of user error was identified based on the outcome of initially investigated samples, such as oblique spiking of the vials and multiple device insertion attempts. A review of documentation of batch 1196314, item number 3400482 / mix2vial 20x20mm 20micron, showed that there were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters meet specifications. As no root cause was identified, no corrective and / or preventive actions were applicable. The complaint is not confirmed.

Event description:
During the sample analysis for complaint (B)(4) - veyvondi - incomplete diluent transfer, particles were observed on the diluent spike, therefore, this complaint was initiated. Initial complaint ((B)(4) - veyvondi - incomplete diluent transfer): on 03rd december 2025, the complainant contacted for (B)(4) replied to takeda loc quality italy giving the following information: the batch unit m6b007aj that can be retrieved is one (1). However, I managed to find an additional batch number relating to another previous episode of which, however, we do not have the vials. The lot in question is m6b007aj with an expiration date. 06/2027. In addition, just this morning a new episode happened (of which we have the sample, a vial) with batch m6a004al with an expiration date of 05/2026. Present complaint record is opened for the above reported batch m6a004al with same issue registered of the complaint (B)(4). Should the sample be necessary, an additional collection will be scheduled.